Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 817471-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menorrhagia. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered oophorectomy to be related to essure. The reporter commented: essure insertion details: right coils 4. Left coils: 3 surgical pathology report: cervix with squamous metaplasia and reactive changes. Secretory-phase endometrium; negative for hyperplasia or malignancy unremarkable myometrium. Subserosal leiomyoma, 0.7 cm in greatest dimension. Benign bilateral fallopian tubes with intact metallic device, consistent with essure device. No evidence of malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Lot#817471 reported is not valid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 817471) inserted for female sterilisation. The patient's concurrent conditions included menorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and oophorectomy outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered oophorectomy to be related to essure. The reporter commented: essure insertion details: right coils 4. Left coils: 3 surgical pathology report: cervix with squamous metaplasia and reactive changes. Secretory-phase endometrium; negative for hyperplasia or malignancy unremarkable myometrium. Subserosal leiomyoma, 0.7 cm in greatest dimension. Benign bilateral fallopian tubes with intact metallic device, consistent with essure device. No evidence of malignancy. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Event" medical device removal" was updated to "pelvic pain". Essure lot number was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.